Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8637789 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the complaint incident could not be determined.

Event description:
Same case as 6000093-2007-00319, 6000093-2007-00320, 6000089-2007-00206 and 6000093-2007-00318. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, the patient had a "heart attack" and his "stents failed." The patient states he had a heart attack sometime in 2004 and had one taxus express2 drug eluting stent placed, size unk. Then, in 2005 he had another heart attack and had two more taxus express2 stents placed, sizes unk. The patient then had another taxus express2 placed in 2006 because the "stents failed." He then had two more taxus express2 stent placed two months later, sizes unk. The patient states that "he doesn't remember a lot of the details about all of the procedures because the details are fuzzy." He also states that "I feel better than I have in a long time, but I still get heavy chest pain or anxiety and blood clots in my arms and legs." Additional information regarding this event has been requested.